Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) cylinder and pump. During the same procedure, physician noticed artificial urinary sphincter (aus) device was not working properly. All components from aus were explanted and replaced. Two holes in cuff found. No adverse patient effects. Additional information was requested, however, no further information was available. Should further pertinent information be provided, a supplemental report will be submitted.